Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had button error alarm and button was stuck and not working. The customer reported that cannot confirm now as black circle at top and nothing at top and think it had not advanced and took battery out and placed back in to see if message will clear off and placed back on and said button error and alarm kept going off. Customer's blood glucose value was 10.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.